Event description:
It was reported that the right ventricular lead had noise on the electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. V-193 competitor implantable cardioverter defibrillator. (B)(4).